Manufacturer narrative:
Test strip lot #: not provided.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that the onetouch verio iq meter reads inaccurately high compared to her feeling. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that on (B)(6) 2013 (at 9am) she obtained a blood glucose reading of ¿300mg/dl¿ (with the subject meter) an hour after consuming her breakfast. According to the csr¿s documentation, 30 minutes prior to the alleged meter issue, the patient reportedly was feeling tired. Per csr notes, because the patient was in a hurry after obtaining the reading of ¿300mg/dl¿ she did not administer her insulin (1.5 units of ¿lyprolog¿) until approximately an hour later and several minutes after treatment the patient reportedly retested her blood glucose with the subject meter and obtained a reading of ¿94mg/dl¿. The patient denied testing her blood glucose with any other device. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.